Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: user reported losing images on all monitors during surgical procedure. Rebooted sdc, all-in-one device and router. When sdc came back up and control transferred to all-in-one, routing screen was accessible but preview screen was black and sdc remote screen remained black with only the red x in the top right corner of the screen. Surgeon could not take pictures from the field and controls were not accessible to the rn at the all-in-one. Salesforce case number (B)(4). [Update - procedure completed with same device(reboot), full loss of image for 2 minutes.] The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be (1) software failure (2) incorrectly shutting down the unit (3) hard drive failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.